Event description:
An attempt was made to implant a 22mm x 13mm x 16.5cm bifurcated stent graft in a pt with an iliac artery measurement of 0.78cm. The device was passed through the right common iliac artery without the aid of a sheath, and positioned below the renal arteries. The stent was completely deployed as planned. Upon attempt to retract the runners and nosecone from the deployed stent, the physician experienced a great degree of resistance when the nosecone was pulled through the right iliac leg of the graft. Due to the tight internal diameter of the vessel, the iliac leg of the graft was not fully expanded. Therefore the 0.78cm internal diameter of the iliac artery was insufficient to allow the nosecone to be retracted through the deployed iliac leg stent graft. After several attempts to retract the delivery system, the nosecone and runners were successfully removed from the pt. As a result of the removal difficulties, the stent graft was pulled down into the aneurysmal sac. The pant leg opening was wedged against the aortic bifurcation, which caused great difficulty when attempting to cannulate the contralateral leg. After approx. 45 minutes to 1 hour of attempting to recannulate this limb, the physician elected to abort the procedure. The pt underwent successful aortobifemoral bypass surgery. The pt did well after surgery and suffered no observable complications.